Manufacturer narrative:
Ethnicity: requested, not provided. Race: requested, not provided . Explanted date: device was not explanted. Occupation: medical doctor (md). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was not able to slide the tamper tube to verify the black line on the angio-seal device involved. This led the doctor to believe the anchor did not deploy. An ultrasound was performed, and it was confirmed that the anchor was deployed. There was active bleeding and manual compression was performed to stop the bleeding. The procedure performed was a right leg diagnostic angiogram. The patient was in stable condition. The procedure was successful and no further intervention was needed. There was no patient injury or surgical intervention required. Additional information was received on 19 may 2022: the patient was doing well with no issues. It was confirmed that multiple ultrasounds were performed to verify that the anchor was deployed successfully. The estimated blood loss was less than 250cc. The was external bleeding at the access site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. A review of the device history record of the product code/lot number combination was conducted with no findings.